Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
The customer reported that nursing has experienced several buretrol's that have cracked and leaked expensive medications. There was no report of patient harm.

Event description:
The customer reported that nursing has experienced several buretrol's that have cracked and leaked expensive medications. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of buretrol cracked and leaked was confirmed. The photo provided by the customer shows that the crack was observed to be from the drip chamber body that connects to the burette cylinder bottom cap. The root cause of this failure was not identified as no product was returned.